Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the oxidation occurred on the barrel clamp. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the oxidation occurred on the barrel clamp. There was no patient involvement.

Manufacturer narrative:
Omit: g0405203 - clamp. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative: investigation summary: the reported issue of barrel clamp oxidation was confirmed during this investigation. The five (5) returned syringe modules were observed with oxidation/discoloration on the barrel clamp assemblies during the external inspection. The discoloration does not impact patient safety nor functionality of the device. The fluid contamination point of entry was observed to be the barrel shaft of the barrel clamp handle. Results from alaris system maintenance (asm) confirmed the functional accuracy of the five (5) returned syringe modules were within specifications. Internal inspection performed on all five (5) syringe modules found no irregularities. Review of the syringe module error logs showed that no errors or malfunctions occurred on the reported date of the event. The alaris system ¿cleaning product guidelines¿ instructs the user ¿to ensure that your devices operate efficiently, use the recommended cleaning products and correct cleaning and inspection process.¿ do not allow cleaning solutions to collect on the instrument. Do not use any hard, abrasive, or pointed objects to clean any part of the instrument. Bd suggests that only recommended cleaning products be used as, certain chemicals may damage the surface of the instrument such as the barrel clamp assembly. The syringe modules were not being used for treatment. Root cause: the root cause of the reported issue of barrel clamp oxidation is being attributed to fluid contamination. Note that imdrf annex a1801, a0401, c0601, c23, d15, d11 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the oxidation occurred on the barrel clamp. There was no patient involvement.